Event description:
Patient reported, right side capsular contracture, baker grade unknown. And device rupture, diagnosed by ultrasound. And confirmed, intraoperatively. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Rupture: not observed, openings on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture. Continued h6 (health effect ): f2203.

Event description:
Patient reported right side capsular contracture (baker grade unknown) and device rupture diagnosed by ultrasound and confirmed intraoperatively. Device has been explanted and replaced with non allergan.